Manufacturer narrative:
The medical device involved in the incident is a wheelchair, item # k318adda-sf. The serial number is (B)(6). The production date is 12/8/2017. 1. How many similar mdrs, complaints, or service requests for the same device have you received over the past three (3) years? Re: no, we never received the similar mdrs. 2. If you have received reports of similar problems, please provide for each case the root cause and corrective actions taken. Not mentioned. 3. Please provide any test reports and final qc inspection record conducted for this device. Attached the test reports and final qc inspection record.

Event description:
We received the email from our customer drive, the details as below: drive devilbiss healthcare is the initial importer of the device which is a wheelchair. End-user was sitting in a lift reclining chair with a wheelchair was in front of her. She put her foot forward and it hit a sharp edge of the wheel on the wheelchair. She cut two of her toes and started to bleed a lot because she is on blood thinners. The medical device involved in the incident is a wheelchair, item # k318adda-sf. The serial number is (B)(6).